Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Customer's blood glucose level was 86 mg/dl. In addition, it was reported that when customer pressed the number "8" on the key pad the pump would register number "0" being pressed instead. Customer declined to further troubleshot with tandem technical support.